Event description:
The customer stated error code 8275, sample presentation error, occurred on one patient sample on the architect i2000sr connected to the accelerator aps. The results were blocked and not reported. The error occurred after a recent upgrade to the aps system software. No incorrect results or impact to patient management was reported.

Manufacturer narrative:
No consequences or impact to patient (B)(4); data issue. Previous investigations have shown a deficiency of the architect system exists in that the i2000sr received 2 consecutive sample in position messages without receiving a sampling complete message after the first sample. The 8275 error message occurs when a sample is unexpectedly detected at the sampling position, but the tests are allowed to process to completion. (B)(4) will address the issue by developing new firmware that will delete extra pending messages and avoid the 8275 error. Architect system software will be updated to send samples affected by error code 8275 to exceptions. The complaint issue involves the interaction between the accelerator aps and the architect systems. The architect system operations manual addresses corrective actions for error code 8275.